Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when trying to implant the glenosphere, surgeon reported that threads would not engage into metaglene. Surgeon felt threads were not manufactured correctly. Glenosphere wouldn't advance beyond 2 turns of screwdriver. Implant was removed and new one was opened, new one was implanted without any issues. 3 minutes of surgery delay was noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination and functional evaluation of the returned device could not confirm the reported event. No evidence was found indicating product error was a contributing factor, and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.